Event description:
Per the clinic, the patient contracted a life threatening mastoid infection (date not reported). This occurred subsequent to a revision surgery performed on (B)(6) 2011. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Implanted device remains

Manufacturer narrative:
Patient was hospitalized (on an unknown date) due to a mastoid infection and was treated with IV antibiotics. The patient has reportedly recovered and is using the device and receiving benefit. (B)(4): implanted device remains.